Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the monitor displayed nothing, and the system did not start up. A review of the log file showed a normal startup sequence. The customer subsequently powered the system back on, and it booted successfully without any further issues. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.